Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, a patient experienced a broken sensor wire. No medical intervention was required.